Event description:
It was reported that the patient presented in clinic for a pulse generator check and it was discovered that the atrial lead had dislodged. On (B)(6) 2019, the physician attempted to reposition the lead but the lead would not stay in the appendage and the lead helix would not re-extend. The lead impedance examined by the analyzer was also relatively high but within the acceptable range. The lead was then explanted and replaced successfully. The patient was doing well post procedure.